Event description:
The harmonic device had been tested prior to use with no issues and had been in use during the surgical procedure for approximately 45 minutes before the device alarmed. Re-adjusted grip on tissue and would not clear with adjustment of tissue. The device was removed from use, the machine was restarted and the handpiece on the device was being reattached when the scrub noticed the tip had broken off onto the back table. The pieces were saved and handed off the field and new device was obtained.